Event description:
In 2007, a nurse at a physician's office was handling a pt cervical cytology sample and accidentally splashed the sample into her eye while trying to remove the head of the collection device. The person reporting the event stated that instructions for collecting the sample were followed, and that it was "difficult" to remove the head of the collection device. When the head eventually snapped a drop of the sample splashed into her eye. It's not known if the nurse was wearing recommended personal protective equipment. The sample was not known to be positive for any infection agent and the nurse did not seek treatment for the exposure. The event was not reported to bd-diagnostics, tripath until the following month.

Manufacturer narrative:
The device in question is a simple plastic cervical scraping device that is used to collect a sample from pts. Following collection of the sample, the tip of the device is broken off into a collection vial containing preservative fluid for subsequent analysis. The device is labeled to warn against use without proper precautions including protective wear and warnings to avoid creating aerosols of the sample. Coopersurgical is the MFR of the device for bd-diagnostics, tripath. The spatula packaging is labeled with tripath's name and logo as well as with the MFR's.